Event description:
It was reported that the customer had high blood glucose readings of 594 mg/dl. Customer stated that she ran out of insulin for the pump and has not treated. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.